Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had prime anomaly. The customer¿s blood glucose was unknown. Customer stated that the prime has squirted insulin a couple of times. Customer also having the another error but not sure that which one has it was. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with the operating currents within specification and passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test, displacement test, and the delivery accuracy test. Device primed properly. No unexpected prime or fill anomaly, motor noise or a21 error alarms noted during testing. Device was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, stained end cap sticker, and scratched reservoir tube window. No crack on the back of the device case noted during physical inspection. (B)(4).